Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded noise oversensing and undersensing. A new auto set-up was performed and it suggests the primary vector. Technical services (ts) reviewed the device data and discussed the episode shows non-physiologic noise/artifacts. Potential causes for this observation were discussed. In-office troubleshooting was recommended with exhaustive tests to evaluate the electrode integrity and connections. Several recommendations were also provided and it was advised to perform x-rays. Additional information was provided. It was mentioned that the patient received an inappropriate shock due to noise oversensing with shock impedance of 129 ohms. Several untreated episodes were also recorded. Ts advised to perform troubleshooting and assess optimal system placement. X-rays were performed and ts discussed the system placement is adequate, however, there seems to be some adipose tissue between the coil and the sternum. The patient was seen in-clinic and troubleshooting was performed. Some low amplitude noise was able to be observed, which was intermittently detected by the device during some positions. Noise was unable to be reproduced in other maneuvers. The s-ICD system remains in service. No adverse patient effects were reported.